Event description:
In three instances, staff have discovered holes in the chest tube atrium tubing which has made it look like the patient had an air leak in their lung when they did not. The issue is specifically with the 6¿ pre-attached patient tubing line that connects directly to the top of the drain and the portion that goes to the thoracic catheter (chest tube) within the patient. Manufacturer response for respiratory, vide-shore chest tube (per site reporter) we have been in contact with supplier front1 health partners. They have been responsive, asking clarifying questions and expressing a desire to "get to the bottom of this". They have provided suggestions for how the staff can check for air leaks prior to patient connection, provided replacement units, and offered to provide education to clinical staff.